Event description:
Zoll customer support reported that a data download from a (B)(6) male pt contained an occurrence of service code 102 - charge profile fault. Several attempts were made to contact the pt all of which were unsuccessful. Therefore, the pt was not issued a replacement monitor.

Manufacturer narrative:
Device eval summary - device eval of monitor sn (B)(4) has been completed. The reported problem (code 102 - charge profile fault) was confirmed. Upon investigation the monitor failed incoming testing. The cause for the test failures was isolated to broken leads on high-voltage capacitor c21 on the defibrillator board, which caused arcing that led to a open resistor, r45, on the c/a board. The root cause for the broken lead on c21 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. (B)(4). No adverse event resulted from the broken lead on c21. The pt received a replacement monitor.